Event description:
Morphine implantable infusion pump explanted. Per pt device "never worked properly," i.e., for its intended use of pain control. Device was explanted because pt claimed "it never worked". Spoke with reporter, device is implantable catheter.